Event description:
Per the clinic, the tip of the electrode array was incorrectly positioned and found to be folded over in the cochlea, resulting in non-auditory stimulation. Subsequently, the patient underwent revision surgery on (B)(6) 2025, to reinsert the electrode array into the cochlea.